Manufacturer narrative:
(B)(4)

Event description:
It was reported that the right ventricular lead exhibited low impedance and noise, due to lead fractured. The lead was capped on (B)(6) 2016 succesfully and replaced. The patient was stable.